Event description:
It was reported that during a water vapor therapy procedure, on the fourth treatment the needle was deployed but would not retract. As result it got stuck in the patient. The safety pin was pulled, and removal steps were taken but the needle still did not retract. The procedure was completed using another device. There were no patient complications reported.